Manufacturer narrative:
Direct: (B)(6), internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable: pump won't run" alarm. Per reporter the residual volume was res vol 31.3 ml, 60.7 ml given , 2 ml/hr rate. Unknown if air bubbles in line. No adverse patient effects were reported. Per reporter no additional information is available at this time.